Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred a month ago from date manufacturer was made aware.